Manufacturer narrative:
Investigation completed 23feb2018. During evaluation, no failure was found on the device. DHR review of lot 901; unit was manufactured march of 2009 in which at that time, the product was not subject to serialization. Previous service history: 27nov2017, 25jan2018. The reported issue could not be confirmed. The root cause is undetermined at this time. Linked to mfg. Report number: 3004608878-2018-00008.

Event description:
The customer reported that on (B)(6) 2018, the torque screw of the a1059 mayfield modified skull clamp unscrewed during a "short procedure (ventricular)". The clamping screw was at level 3 at the beginning of the procedure and at the end of procedure, it was at level 2. "The screw loosened itself/alone". There was no patient injury reported. The event did not lead to an increase in surgery time.